Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was due to be improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged. It was noted that crani bracket was damaged and broken, the ball bearings were worn out, the color mark damaged, and the icon was missing. It was further determined that the device failed pretest for temperature , vibration (ball bearing), lock operation (rattling sound), visual assessment (bracket). It was noted in the service that it was impossible to attach the burr in the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as dec 6, 2017 on the initial report. It has been updated as mar 6, 2018. Device evaluation update: further evaluation by reliability engineering determined that the reported condition of the bearing was failing was confirmed. It was determined that the neuro-tip leg and neuro-tip foot had been drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. It was determined that the cause of the drilled craniotome foot was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. If additional information should become available, a supplemental medwatch report will be submitted accordingly.